Event description:
An angioplasty wire was placed in the lad (left anterior descending)and an angioplasty wire was placed in the diagonal branch. Coronary intervention was to be done to the ostial/proximal diagonal branch and another intervention to the mid lad. An 8 french guide catheter was being used for this intervention. A 2.75x16 taxus monorail stent was delivered to the site of the ostial/proximal diagonal branch and deployed to 16 atmospheres. The stent delivery system was then brought back into the guide catheter. While the stent delivery system was in the guide catheter, another stent was delivered to the site of the mid lad and deployed with no issue. That stent delivery system was also returned to the guide catheter. The angioplasty wire from the diagonal branch was removed and a picture was taken. The end of the 2.75x16 taxus stent balloon where the wire exits the system was noticed to be broken free from the rest of the stent delivery system and hung up in the proximal left main artery/distal aorta. The fractured portion of the stent balloon was retrieved by pulling the lad wire back into the guide catheter along with all devices removed from the body through the guide catheter. There was no harm done to the patient and the coronary intervention was complete with a good angiographic result.